Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking set was verified. The leak was identified at the microbore tubing to the male luer engagement. The cause of the leak was identified as insufficient solvent applied during the manufacturing process. The manufacturing database reviewed; no quality issues were noted during production build for the involved model and lot#.

Event description:
Customer reported leak of maintenance fluids in tubing near the end closest to the IV. There was no harm to the infant patient. No additional information was available.